Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The seal separated and fell into the patient. There was some force being applied by the surgeon at the time of the occurance. The seal was retrieved from the patient without incident. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the found that the device was received with the duckbill out of position. One potential cause for the damage found may be the snagging of an instrument during insertion. Please note that an investigation has been initiated to address the potential root cause of the duckbill out of position issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.